Manufacturer narrative:
As reported, the used/damaged airseal 12mm access port was discarded at the user facility due to contamination and will not be returned for evaluation. Without the actual product, an evaluation could not be performed and the root cause of the reported issue was not able to be determined. This device is a vendor item and the certificate of conformance indicated that the product from this lot #726-15 met final inspection and product release acceptance criteria. Of the lot containing (B)(4)units there were no other similar complaints received. (B)(4). The failure mode is addressed in the risk document and risk analysis shows an acceptable risk level. To date, there has been no patient long term adverse effect resulting from this type of incident. The airseal ifs system is intended for use in diagnostic and/or therapeutic endoscopic procedures to distend a cavity by filling it with gas, to establish and maintain a path of entry for endoscopic instruments and to evacuate surgical smoke. It is indicated to facilitate the use of various laparoscopic instruments by filling the abdominal cavity with gas to distend it by creating and maintaining a gas sealed, obstruction free path and by evacuating surgical smoke. The airseal ifs cannula and trocar system is composed of a sterile single use instrument consisting of a bladeless optical obturator and radiolucent cannula. The instructions for use for the airseal ifs system states: the airseal ifs is contraindicated for use when endoscopic minimally invasive techniques are contraindicated. Use extreme caution during airseal access port insertion. Improper use of this product can result in life-threatening injury to internal organs and vessels. -ensure that adequate pneumoperitoneum or pneumorectum is established. -ensure that the patient is properly positioned so that organs are away form the penetration site. Direct the airseal access port's tip away from significant vessels and organs. Do not use excessive downward force. Once a safe and proper entry has been achieved, ensure that the black line at the distal tip of the airsealport is visible within the cavity at all times, the airseal port is being used for insufflation. Device discarded at user facility.

Event description:
The customer reported during use of the airseal 12mm access port obturator with the as-ifs1 airseal insufflator system, in a roux en-y gastric by-pass procedure; the patient sustained an injury to the liver. During the procedure the abdomen became overextended with co2 gas to the limits set by the system. The system then purged the abdomen of all the co2 gas. At that point the "tenting" of the abdomen collapsed; immediately the insufflator re-inflated the abdomen and the abdominal "tenting" was reinstated. It was after the re-insufflation of the abdomen, an indentation/laceration of the liver was noted, it was believed the injury was caused by the trocar when the abdomen deflated. The liver injury was treated and the surgery was completed successfully after a 5 minute delay (to re-inflate the abdomen). Follow-up with the user facility representative, who described the patient's condition as "stable" with no extended recovery time or extended hospital stay, due to the injury.